Event description:
The customer reported a leak from the coulter act diff 2 analyzer. The customer could not find the exact location of the leak. The volume of the leak was about 5 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, eye glasses and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 3/13/2015. The fse found a crack in the vacuum port on the probe wipe causing rinse to leak from the probe wipe. The fse replaced the probe wipe, which repaired the leak. The repairs were verified per established procedures. (B)(4).

Manufacturer narrative:
Upon revision of the filed MDR, the device manufacture date was changed from 09/01/2001 to 09/01/2011.